Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient reported her readings have been between 500-hi on her meter for the past 3 weeks. She doesn't know what is causing the high readings. On saturday (B)(6) 2014 she drove to the emergency room because her readings were just registering hi, which on the system indicates a result in excess of 600 mg/dl, and were not coming down even though she kept bolusing via the insulin pump. They gave her insulin via an IV and she was released that same day. No allegation against the system. Nothing reported to indicate device malfunction. No indication system performing outside specifications.